Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Clinical support recommended replacing the pump, while the customer continues to use their current pump until the replacement arrives.